Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Product code: 04.647.137s, lot number: 829p086, manufacturing site: mezzovico, release to warehouse date: 25 may 2022, expiration date: 01 may 2032. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was successfully completed. No fragments were generated, and there was no additional intervention.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in china as follows: it was reported that the screw cannot be removed intra-op. Patient underwent anterior cervical discectomy decompression fusion on (B)(6)2023. After the 14 mm screw was implanted, it was found through the radiographic inspection that the screw was not long enough. Surgeon decided to replace the 14mm screw to 16 mm screw, but the 14 mm screw could not be removed. Therefore surgeon removed the screw together with the cage and changed to new cage to continue. It caused an one hour delay. The procedure was successfully completed. The patient was in stable condition. This report is for one (1) zero-p va implant 7mm height convex-sterile this is report 2 of 2 for complaint (B)(4).